Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and low out of range pacing impedance measurements less than 200 ohms. The noise was able to be reproduced with patient isometrics. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.